Event description:
Caller reported malfunction on pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump; the issue did not recur, and the customer was instructed to continue using the pump and to call back if the malfunction reoccurred.